Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Multiple MDR reports were filed for this event, please see associated reports: 3012790575-2023-00008.

Event description:
It was reported that during surgery, the 3 in 1 shaver overheated and burned the patients arm. The patient had a burn in the shape of the shaver on their arm. There was no delay in the procedure. Due diligence is in process and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Multiple MDR reports were filed for this event, please see associated reports: 3012790575-2023-00008-1.

Event description:
It was reported that during surgery the 3 in 1 shaver overheated and burned the patient's arm. The surgeon and physicians' assistant closed the incisions and working portals in a standard fashion. Sutures were not required to close the burn damage. There was no operator impact due to the device overheating. It is unknown what degree burn the patient was diagnosed with. Due diligence is complete and there is no additional information available.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.